Event description:
The pt was complaining of instability and pain. The surgeon determined the pt needed to have her tka revised. Intraoperatively, the surgeon determined that the femoral component had loosened which he believed was the cause of the pt instability. The surgeon revised the femur by implanting a revision femur and an extension stem as well as swapping the poly tibial insert. The explanted implant will not be returned due to hosp policy. MFR ref #: 3005180920-2015-00073.